Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.0/051 (sphere/cylinder/axis) was broken during the loading process. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.0/051 (sphere/cylinder/axis) was torn during delivery into the patients right eye (od). There was no patient contact or injury. Claim # (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).